Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few days post-implant, two untreated episodes were stored. Boston scientific technical services (ts) reviewed the data and confirmed noise. Ts recommended further testing to avoid inappropriate therapy. Additional testing was performed in secondary vector with device manipulations, arm movements, and electrode manipulations. The noise could not be recreated and all measurements were appropriate. The x-ray was sent to ts and they confirmed the electrode appears to be completely inserted into the header. The primary vector was observed and the amplitude was appropriate to turn smart pass on. Primary vector was testing while the patient was exercising and the sensing was appropriate and no noise could be produced. As a result, the patient left with therapy on. No adverse patient effects were reported.